Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-1204f-105 flipcutter tip broke when starting to drill the tibial tunnel. The broken piece was retrieved, and then the surgeon could drill the tibial tunnel fully. The case was completed without complications and a case delay of 5 minutes. This was discovered during an acl reconstruction procedure on (B)(6) 2024. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3.

Event description:
Additional information was received on 3/28/2024: the case was completed by drilling a full tibial tunnel with a 10.5mm cannulated drill (ar-1218-105).

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, it is evident that the device's tip is broken off. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.